Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed in service. The assignable cause was a defective motor. The motor has been replaced. Additional: a service history review has been performed. The device has not been serviced previously for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a infusor pump with a condition of "pump was dropped bolus knob sticks". There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter it was discovered that a constant alarm was received after the pump started to run. No additional information is available.